Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for the call was that the patient had a fall one month ago and the caller indicated that the patient has not been able to connect to the ins since that time. The caller was attempting to start a passive charging session using the patient's remote and a recharger. The caller confirmed that she was able to access the passive charging function. The caller stated that when she applies pressure to the recharger the numbers go up. At the time of the call the caller read the numbers at 79 81 82. The caller will continue charging with the patient. No symptoms reported

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after the fall and inability to charge the patient contacted the manufacturer representative a month after. The fall and inability to charge resolved, a brand new charger was used and they were able to connect and charge.